Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the monitor was mounted improperly. The monitor was resecured.

Event description:
The hospital reported the monitor fell from the ventilator. There was no patient or healthcare worker injury.